Event description:
Caller reports: the pts tube was being exchanged for routine replacement at the patients address by a healthcare professional. Sometime after the change of the tube, the pt presented discomfort and the ventilator alarms sounded. Caller reported the pt was taken in ambulance to the hospital for tube replacement. The caller reported it was observed the tube gave problems because of a leak between the inner and outer cannula.